Event description:
Hcp has reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Phone number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional has reported "implant rupture". Device remains implanted. This relates to an unknown side.